Event description:
It was reported to baxter (B)(4) that one ce infusor lv 2 device was observed leaking at the fill port during filling. There is no report of patient injury or medical intervention. No additional information.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "backflow" was confirmed due to a small piece of glass ampoule trapped under the check-band. No other cause of back-flow was found during the examination of the sample. The glass ampoule was introduced into the fluid pathway and trapped under the check-band because a filter was not used during the fill process. Baxter will continue to monitor similar reports to determine if further actions are required. This is a single use device and will not be repaired. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.